Manufacturer narrative:
The device was evaluated by a resmed (B)(4) technical service's technician at the patient site. The device restart occurred after an overpressure was detected by the device. The issue was resolved by replacing the main circuit board (pcb) on the astral device. The pcb is currently being returned to the manufacturing facility located in sydney australia for an engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4) .

Event description:
(B)(4).